Event description:
It was reported that lead migrated which was confirmed at procedure. The patient underwent lead revision procedure. Patient was doing well postoperatively. The explanted device was unable to return due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 months ago prior to the date the manufacturer became aware. Block d2b: lgw, qrb.